Event description:
It was reported that "dr (B)(6) implanted the baseplate and tried to implant the tibial insert. The insert would not lock in and would pop up each time the surgeon would try to impact it. He removed the insert and noticed that the posterior rim of the baseplate had no machined rim to hold the insert in. He quickly removed the baseplate and implanted a different one. The corresponding triarthlon insert 5530-g-509 lot vapmne was replaced as a precaution in case it was damaged without the surgeon being able to visualize such damage. The insert itself had no known issue with it.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.